Manufacturer narrative:
Continued initial reporter- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.